Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. It is unclear as to what was meant by "string of barbed wire" as there are no components in mesh that resemble that description. The patient reported that she would send her medical records, however at this time we have not received the records for review. As reported the mesh implant was a "composite mesh with ptfe trilex". Bard / davol does not have a product name of "trilex." Bard / davol does have a product that matches the additional description of "mesh x-l oval w/ptfe 8" x 10" ", therefore we will document the device as a bard / davol composix kugel hernia patch product code 0010206 as a best match to the description given. Without a lot number a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via maude event report (mw5063419): "original surgery on (B)(6) 2007 to insert mesh x-l oval w/ptfe 8" x 10" to correct a hernia on left side. Has experienced abdominal pain on several occasions until it became unbearable on (B)(6) 2016. I had to go to emergency room for extreme pain in abdomen. After a scan, they did emergency surgery. During surgery, the doctor discovered the mesh implant was wrapped up into my small intestine. This had blocked my intestine and could have been fatal. The doctor had to remove 8" of my small intestine. I am still experiencing abdominal pain and may require additional surgery to remove more damage and correct hernia. (Ventral hernia)." Additional information provided during follow up with patient: the patient reports that the surgeon did not find a recurrence of the hernia; however, he did indicate that there was a "string of barbed wire." The patient indicated she has not been recommended to have any additional surgery at this time and will continue to be monitored by her surgeon. As reported, the patient is not currently taking any prescription pain medication for her abd pain/discomfort.